Event description:
It was reported that a bakri tamponade balloon catheter was discovered to leak prior to use. Prior to the procedure, the user filled the balloon with 350-400 ml of normal saline in order to check the device for leaks. When it was found it to be leaking, the balloon was not used and a new balloon was used to complete the procedure. The patient had a total estimated blood loss of 600-700 ml, with approximately 500 ml occurring prior to balloon placement. The new balloon was placed through the vagina without the use of metal tools. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1- customer (person): (B)(6). E3- occupation: agent. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported that a bakri tamponade balloon catheter was discovered to leak prior to use. Prior to the procedure, the user filled the balloon with 350-400 ml of normal saline in order to check the device for leaks. When it was found it to be leaking, the balloon was not used and a new balloon was used to complete the procedure. The patient had a total estimated blood loss of 600-700 ml, with approximately 500 ml occurring prior to balloon placement. The new balloon was placed through the vagina without the use of metal tools. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted. The complaint device was returned for evaluation. The device was function tested by injecting 300cc of water into the balloon. No leakage was observed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A search of complaint records shows one other complaint for balloon leakage from the same production lot at the time of investigation. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.